Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level; however, no specific value was provided. Reportedly, customer believed that their low bg level was due to not eating. Customer ate food to treat their bg level. Customer declined to provide any additional information regarding the event.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.